Manufacturer narrative:
.

Event description:
It was initially reported that the patient passed away due to unknown reason. The physician has not seen the patient in over a year so the relationship to vns had not been established. The office did not have any additional information to provide. Good faith attempts had been unsuccessful to determine to cause of death. Attempts for product return have been unsuccessful to date as the funeral home does not have the product for return. The patient may still be implanted with the device.

Event description:
Additional information was received that the death was due to status asthmaticus (asthma).